Manufacturer narrative:
Components are: product ID: 3889-28, lot#: va0e02b, serial#:, implanted: (B)(6) 2014, explanted:, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was getting an elective explant, during explant a fragment broke and remained implanted. The cause was not determined, diagnostics/troubleshooting and actions/interventions were unknown. It was reported the issue was resolved at the time of the report.